Event description:
During a pfa/pvi procedure, a pericardial effusion was noted from a perforation with echo. Cardiac intervention was performed to patch up the hole. The physician alleges that the pericardial puncture occurred with the agilis and guidewire at the laa. The procedure was abandoned. There were no insertion or removal difficulties noted with the guidewire or the sheath. Act was around 300. The patient is recovering. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".